Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: "the ends of the clips snapped off while trying to lock them over vessel." Sales rep reported some of the clips were left in the pt and not retrieved. It was reported this occurred with about ten clips. No pt injury or medical intervention reported. Additional info requested.